Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. There was no damage to the markerband. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 2.50 mm x 15 mm emerge¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 12 atmospheres, the balloon ruptured. The device was simply removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.